Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous right superficial femoral artery. This 4.0 x 40/135 mm sterling monorail balloon was selected for treatment. The balloon ruptured at 6 atm upon its 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the lesion was not predilated and the device was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).